Manufacturer narrative:
Analysis of the catheter found the catheter body to be broken as well as the catheter body to be deformed in shape along with a dislodgement allegation.

Event description:
It was reported that the distal end of the catheter had completely dislodged from the intrathecal space, as confirmed by c-arm fluoroscopy performed on the day of report. It was noted that a catheter revision was planned but there was no set date. The patient was reportedly experiencing some leg weakness that made the doctor suspect that something had gone awry. It was noted that outside of the leg weakness, the patient did not appear to having any signs of withdrawal. The patient was placed on an oral prescription of morphine until the catheter revision surgery. The patient was described as alive with no injury. The pump was infusing morphine and bupivacaine. It was later reported that the pump had been set to minimum rate. The issue was noted to not be resolved yet at that time. The patient was reportedly good when the manufacturer's representative spoke with him. The patient was noted to be mobile with a cane which he always used. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a partial catheter revision surgery on (B)(6) 2014 as the catheter was found to have been out of the intrathecal space. A portion of the spinal segment was removed and returned to the manufacturer for analysis. It was noted that the most distal portion looked to be charred. The catheter tip was notably able to be visualized by fluoroscopy but was not retrievable. It was noted that a new spinal catheter section was spliced in with a pin, trimmed, measured, and the catheter length was recalculated. The manufacturer's representative showed the patient's pain physician and his nurse the catheter. Another nurse spoke up and wondered if the patient had been electrocuted. On his next refill, the patient's nurse asked the patient and 6-8 months prior he was reportedly shocked by a woodworking machine.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).